Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. A gradual rise in shock impedances has been observed with the system. The rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Additional information provided from the field indicated a sync shock was later delivered. The ICD remains in service and no additional adverse patient effects were reported.